Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, updated the manufacture date and updates the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the reported ¿u508¿ short circuit error code. The device was attached to the test (B)(4) and a probe check was performed with no anomalies found. A visual inspection on the received condition of the device was performed and there was some tissue build up noted. The ptfe pad (teflon pad) was inspected and found to be missing. The missing teflon pad was not returned. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The most likely cause of the teflon pad damage is operator's technique.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the report event could not be determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a hemicolectomy therapeutic procedure the teflon pad burned and metal was exposed. The procedure was completed using a new handpiece. There were no excess body fluids. There was no wear noted on the grasping section. This was the initial use of the device. There were no damages noted on the probe. Error code u508 short circuit error was displayed on the generator. There was no metal to metal contact. No patient injury reported.